Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient's implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited noise and low out of range pace impedance measurements. The patient also had multiple ventricular fibrillation (vf), ventricular tachycardia (vt), and non-sustained ventricular tachycardia (nsvt) events and received inappropriate anti-tachycardia pacing (atp) therapy. The rv lead was surgically abandoned and replaced and the ICD remains in service. No additional adverse patient effects were reported.